Event description:
The packaging of the 10cc syringe does not open as intended, upon opening this item, the peel away portion of the package shreds apart making it difficult to aseptically use the sterile syringe.